Event description:
When using properly functioning insulin pump sys, b.g. Levels remain in the 100-150 range, I changed reservoir and quick-set and experienced hypoglycemia the rest of the day. Later medtronic notified me that the quick-set I was using was defective. Dates of use: 2009. Diagnosis: control of type I diabetes.